Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two erroneously elevated sodium (na) results obtained on a patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Quality control (qc) and calibration recovered within the customer¿s expected ranges before the event. Quality control (qc) recovered high after the event. The customer calibrated the integrated multisensor technology (imt) system, replaced all imt fluids and multisensor. The cause of the event is consistent with insufficient integrated multisensor technology (imt) diluent onboard at the time of testing, causing an improper dilution of the sample. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that two erroneously elevated sodium (na) results were obtained on a patient sample on an atellica ch 930 analyzer. The initial erroneous result was not reported to the physician. The same sample was reprocessed on the original atellica ch 930 analyzer and a higher result was obtained which was considered erroneous and not reported to the physician. The same sample was reprocessed on an alternate dimension vista 500 intelligent lab system and a lower result was obtained. The lower reprocessed result matched the patient¿s clinical history, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated sodium (na) results.